Manufacturer narrative:
The unit had a compromised force sensor system error alarm during basic occlusion test due to a loose and protruded drive support disk. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the fill tubing process. The customer's blood glucose level was 231 mg/dl. The customer received a replacement device and the product was returned for analysis.